Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim pump user guide instructs the user to remove any residual air from the cartridge and that the maximum cartridge fill amount is 300 units. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin, and after delivering 11 units, the insulin gauge displayed 150 units. Subsequently, the customer fills the cartridge with 315 units, and does not perform the air removal technique. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer followed the proper load technique and loaded a new cartridge successfully and received an accurate fill estimate.